Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
On (B)(6) 2018, the patient's blood glucose (bg) levels exceeded 27.8 mmol/l (500 mg/dl) while wearing the pod longer than 48 hours on the arm. Multiple corrections were administered using the pod but her bg levels did not decrease. The patient started to vomit and went to the hospital where she was treated with fluids and insulin. Nothing unusual was noted in regards to the pod. The patient's blood glucose and insulin history is as follows: (B)(6). (Patient went to the hospital).